Event description:
A pixel problem was reported on the pump screen, affecting the customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support replaced the pump, and the customer was instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery.